Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number. Upon visual inspection of the device the complaint was confirmed. The valve body of the catheter had detached from the hub. The root cause is attributed to the manufacturing process. Corrective actions were implemented in (B)(4) 2012 to prevent this issue. This device was built prior to the noted corrective actions.

Event description:
The nurse reported that during a paracentesis procedure the valve from the one-step centesis catheter included in the kit detached after she attached a syringe to the catheter. The catheter was safely removed from the patient and replaced with another valved one-step centesis catheter with no further issues. No harm or injury was reported.